Manufacturer narrative:
The insulin pump was programmed with correct time and date, and monitored for 5 days with basal rates and several boluses were programmed and delivered during this period. The insulin pump delivered properly all programmed bolus and basal profiles. All bolus and basal history was properly recorded at the bolus, basal and daily totals history screens. No history anomalies noted. The insulin pump has normal operating currents, no battery out limit, failed battery test, or battery out limit alarms occurred during our testing. The insulin pump passed a21 error test and no a21 alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that she kept receiving lost sensor alarms after inserting the sensor. The customer's blood glucose level dropped from 44 mg/dl to 22 mg/dl. She treated her low blood glucose with a pb and j sandwich. The insulin pump alarmed battery out limit, bad battery, no delivery, and off no power. The bolus history was not displaying all entries based on her recollection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reference medwatch 2032227-2015-19420 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.